Event description:
In 2005 a friend of the consumer contacted braun via e-mail and reported that the pt swalloed a lens filter and was taken to emergency room where x-ray did not show lens filter and doctors could not find it. The reporter stated that after incident pt saw five doctors and experienced many sinus infections and that the pt's adenoids were removed three months later, and it was at that ime, the lens filter was discovered and removed. Two weeks later and on the next day braun was able to make contact with the family member of the pt and family member reported that the incident occurred approx six months ago when the family was moving into a new home. The lens filters were placed in a box on the floor during the move. Family member stated the pt ingested the lens filter and was not breathing and that family member attempted to sweep it out of the pt's mouth and in doing so family member forced the lens filter into the nasal cavity. Consumer was not aware at that time that this is what occurred. Family member stated that family member thought the lens cover looks like a nipple and the pt was sucking on it. Emergency personnel arrived and pt was taken to hosp. Hosp personnel informed family member pt would pass lens filter. Family member stated lens filter was not vislbe in x-ray. Family member stated pt never passed lens filter. Family member advised that the lens filter then festered and caused infection, which eventually lead to surgical removal of the adenoids and it was then that the lens filter was retrieved. Removal of adenoids occurred approx three months after incident. Consumer reported that the inability to see the lens filter in the x-ray contributed to a delayed diagnosis. Remaining lens filters in package were solicited from consumer and returned to braun after one week.